Event description:
It was reported that noise was observed on the lead resulting in a vf episode which led to inappropriate antitachycardia pacing. Varying r waves were also observed. Lead replacement was suggested. Lead remains implanted.